Event description:
Pt developed post-op infection and then other hernias. Had second surgery during which bladder adhesions were repaired and second mesh placed "on top of" previous mesh in 2004.

Manufacturer narrative:
No prod was returned for eval. Therefore, no conclusion can be drawn.